Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the pancreatic duct during endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the physician captured the stone using a 1.5 cm basket. However, the technician was unable to fracture the stone manually, so they attached the alliance inflation handle. A popping sound was heard, and it was initially thought that the tip had broken off. Upon further inspection, it was discovered that the handle had separated from the wire, and the basket remained in the pancreatic duct around the stone. The physician attempted to pull the wires to retrieve the basket from the duct. They then decided to dilate the duct using an 8 mm hurricane balloon. After two inflations, the physician was able to extract the basket from the duct. The scope was removed from the patient with the basket still inside. The procedure was completed using a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a23 captures the reportable event of failure to crush stone. Imdrf device code a0401 captures the reportable event of handle break. Imdrf impact code f2301captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the pancreatic duct during endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the physician captured the stone using a 1.5 cm basket. However, the technician was unable to fracture the stone manually, so they attached the alliance inflation handle. A popping sound was heard, and it was initially thought that the tip had broken off. Upon further inspection, it was discovered that the handle had separated from the wire, and the basket remained in the pancreatic duct around the stone. The physician attempted to pull the wires to retrieve the basket from the duct. They then decided to dilate the duct using an 8 mm hurricane balloon. After two inflations, the physician was able to extract the basket from the duct. The scope was removed from the patient with the basket still inside. The procedure was completed using a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a23 captures the reportable event of failure to crush stone imdrf device code a0401 captures the reportable event of handle break. Imdrf impact code f2301captures the reportable event of additional device required. Block h11: investigation results: the trapezoid rx was returned for analysis. A media review was conducted, and endoscopic images and an x-ray demonstrated the device positioned inside the patient. The basket and basket wires were observed outside the patient and detached from the device. Visual inspection of the returned device identified the side car rx pushed back approximately 2 mm. The handle was not observed broken. The wire was observed broken and kinked. A destructive analysis was performed, and the remaining portion of the wire was observed broken but still attached to the handle cannula. Based on the available information and the investigation findings, the damage observed is most likely associated with the forces applied during use in conjunction with the observed wire failure. The side car rx pushback is most likely due to force applied to the thumb ring when attempting to crush the stone, resulting in retraction of the working length and subsequent displacement of the side car rx. Considering the broken wire condition identified during analysis, the review and assessment of all available information indicates that the most probable cause of the reported event is cause traced to component failure.